Event description:
On (B)(6) 2012, a vns physician reported that the patient was seen for a clinical visit on (B)(6) 2012 and she noticed when she checked the patient's magnet activation history that the magnet activation dates and times were displaying repeatedly on one line. The date of the last activation showed as (B)(6) 2012, but the patient had not swiped his magnet in several months; the times were reported to be in no particular order whatsoever. Review of programming history revealed that the generator's total operating time rolled over between 2009 and 2010; complete programming history was not available. Further manufacturer investigation has determined that the root cause for the magnet activations being displayed as multiple dates/times per row is due to the local array (tdatestr[255]) being mis-declared as static variable, however the trigger for this event has been identified to be the result of the generator's total operating time rolling over. The event will be corrected once 15 magnet activations have registered following the total operating time rollover. The patient's current settings are output=1ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=1.25ma/magnet pulse width=500usec/magnet on time=60sec and the patient was reported to be doing well. A copy of the pt's magnet activation history has been requested from the physician, but it has not been received to date.

Manufacturer narrative:
Analysis of programming history.